Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the cause of the death was unknown, and the medical investigator stated that the case will be pending for the next six to eight weeks due to possible suicide investigation. It was stated that the investigator feels that there is a possibility the insulin pump may have contributed to her death, although she did not suffer from diabetes. It was stated that the customer was found connected to the insulin pump with the reservoir attached to the device. It was stated that the investigator is willing to return the insulin pump, infusion set, and reservoir in use at time of passing. Advised that the battery must be kept in the insulin pump in order to retain stored data. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-83209. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-83210.